Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, stent embolization occurred. The lesion being treated was an eccentric proximal left anterior descending (lad) lesion that was heavily calcified. The physician predilated the lesion with a 2.5x15mm maverick balloon. The physician then attempted to place the 3.50x8mm taxus express2 drug eluting stent, but was unable to cross the lesion. The stent delivery system was removed, and a 3.0mm balloon of unspecified type was advanced to the lesion and inflated an unknown number of times. The balloon was removed and the physician went to insert the same 3.50x8mm taxus stent and noticed that there was no stent on the delivery system. The physician used fluoroscopy to examine the patient "from head to toe", but was unable to locate the stent. The procedure was not completed due to this event. The patient condition was stable and the patient was transferred to a stepdown unit post procedure. Further information was requested but was unavailable.